Manufacturer narrative:
(B)(4)

Event description:
Trial patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. No injury or medical intervention was reported.